Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were at the emergency room on (B)(6) 2019 due to high blood glucose level of 583 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated with insulin drip at the hospital. The customer reported that they experienced nausea, vomiting, difficulty in breathing. The customer reported that the insulin pump was on auto mode at the time of incident. The customer reported that the insulin pump received a software error detected alarm. The insulin pump will not be returned for analysis.